Manufacturer narrative:
The albp expiration date was not provided. The tp2 reagent lot number and expiration date were not provided. The cobas pro c503 analytical unit serial number was (B)(6). The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) visited the customer's site and found no issues with the analyzer. The fse replaced the sample probe. The customer had no further issues after the sample probe was replaced. The root cause was consistent with a pre-analytical issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with total protein gen.2 (tp2) assay and albumin bcp (albp) assay on a cobas pro c503 analyzer. This medwatch will apply to the albp assay. Please refer to the medwatch with a1. Patient identifier (B)(6). For information related to the tp2 assay. Albp: initial result: 4.83 g/l. Repeat result: 42.4 g/l. Tp2: initial result: 5.60 g/l. Repeat result: 75.3 g/l. The medical personnel questioned the results and the sample was then repeated.